Event description:
Healthcare professional (hcp) reported treating a patient for an adverse event after the patient was injected with 3ml of juvéderm® volite¿ in the lower face area. 7 weeks post injection the patient was complaining of "itching, swelling and redness to cheeks". Patient was seen by a nurse who noted lumps were present on the patients cheeks bilaterally, "likely indicating [juvéderm® volite¿] being placed a bit too superficial". Patient was treated with antiseptic lotion and began noticing improvement. Patient was treated with hyalase. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported treating a patient for an adverse event after the patient was injected with 3ml of juvéderm® volite¿ in the lower face area. 7 weeks post injection the patient was complaining of "itching, swelling and redness to cheeks". Patient was seen by a nurse who noted lumps were present on the patients cheeks bilaterally, "likely indicating [juvéderm® volite¿] being placed a bit too superficial". Patient was treated with antiseptic lotion and began noticing improvement. Patient was treated with hyalase. Symptoms are ongoing.

Event description:
Additional information reported symptom resolved 1-week post treatment.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b5, b7, c1, d4, h4, h6, and h8.